Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2014 - the pt underwent a sling-type bladder suspension using a non bard/davol "dermis" with reinforcement using a bard/davol flat mesh at the abdominal level to treat symptoms of stress incontinence. On (B)(6) 2007 - the patient was implanted with an obtryx transobturator mid-urethral sling system. No operative report provided for this procedure. The attorney alleges the pt experienced an unspecified adverse outcome associated to the use of the device.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or pt injury. We have contacted the initial reporter to request additional info and to request return of the device for eval. If additional event and/or eval info is obtained, a follow up MDR will be submitted. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant / reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.